Event description:
Initial report: this non-serious spontaneous case from another country, was reported by a physician to our local affiliate. Initial and follow-up information received on 11/04 and 11/06/2008 respectively were processed together. This case involved a female patient who received poly-l-lactic acid injection (sculptra) as facial filler (dosage and therapy dates unknown). Relevant medical history and concomitant medication information were not mentioned. On an unknown date, the patient experienced drooping and lowering of her upper lip on the right-hand side. Corrective treatment, if any, was not reported and event outcome was not provided. Additional information received on 11/10/2008 from the doctor: no relevant medical history and no concomitant medications were taken. Prior to her first treatment, the patient had developed herpes simplex infection which was treated with aciclovir, hence her first treatment was delayed by two weeks. In 2008, the patient received therapy with poly-l-lactic acid (sculptra) diluted with 5ml of water and 2ml lignocaine, 6ml was injected in her lower face under zygomatic reach throughout face right down the cheek. Batch no. 1a7018, expiry date: 06/2009. One month later, second treatment with the same dilution and 4.5ml injected into her lower nose up to nasolabial folds and upper lips. Batch no. 1a7018, expiry date: 06/2009. The following month, third treatment with the same dilution and 6ml injected into her lower nose up to nasolabial folds and upper lips (same areas as second treatment). Not injected along zygomatic area. Batch no. 1a07020, expiry date: 07/2009. The doctor confirmed that the patient received subdermal injection, hence not deep and it did not touch any nerves at all. Four months later, the patient received (botulinum toxin type a (botox) treatment which was not around the eyes. Exact injection area not provided. The doctor saw the patient the same day, for her botulinum toxin type a injection and she did not complain about anything at that time. When he saw her one month later, she said she had developed a weakness/drop on the right corner of her mouth since the following month of third treatment. No corrective treatment was received. The doctor diagnosed the event as facial palsy which was confirmed by a dermatologist. The doctor does not believe this was related to sculptra, but due to a viral infection. The dermatologist also did not believe it was related to poly-l-lactic acid.

Manufacturer narrative:
Ptc (pharmaceutical technical complaint) revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in foreign country. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.